Event description:
Healthcare professional, via sales representative reported, an unknown side "implants were stuck in the outer package. Making it extremely, difficult for the or staff to remove the sterile container with the implant from the outer packaging". "Which almost, created situations on each occasion, where the implant was contaminated as well as the sterile field". "Implants were finally able to be removed from package without any harm to the implant. There was not patient involvement.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device was not implanted.